Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure for paroxysmal atrial fibrillation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a hemostatic valve separation issue occurred. It was reported that during a cardiac ablation procedure for paroxysmal atrial fibrillation, it was noticed that the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath - small was not working, as there was back-bleeding. The sheath was exchanged to continue the case successfully. No patient consequence was reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since there is no indication that the blood leakage was excessive nor led to hemodynamics disruption or required intervention, this event was not assessed as a patient event but as a MDR reportable hemostatic valve separation issue as it is most likely that the blood leakage occurred due to a malfunctioning or dislodged hemostatic valve.

Manufacturer narrative:
Initially, it was assessed that the device had a MDR reportable hemostatic valve separation issue. The biosense webster, inc. Product analysis lab observed on july 24, 2020 that the device was returned in the condition reported as the hemostatic valve appeared dislodged inside of the hub. Brim cap and friction ring remained intact. Therefore, the returned condition remains assessed as a MDR reportable issue. Device evaluation was completed on august 3, 2020: it was reported that a patient underwent a cardiac ablation procedure for paroxysmal atrial fibrillation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a hemostatic valve separation issue occurred. During the procedure, it was noticed that the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath - small was not working, as there was back-bleeding. The sheath was exchanged to continue the case successfully. No patient consequence was reported. The device was inspected and visual analysis revealed that the hemostatic valve appeared dislodged inside of the hub. The brim cap and friction ring remained intact. Due this condition, the carto vizigo¿ 8.5f bi-directional guiding sheath - small is occluded and unable to be advanced through the end of the sheath. A device history record (DHR) was performed, and no internal action related to the complaint was found during the review. The customer complaint was confirmed. The root cause of the hemostatic valve dislodged cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure, if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).